Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issues programming boluses on his insulin pump. The customer's blood glucose was 542 mg/dl and he was able to bolus using the bolus button. The customer was advised to check his blood glucose every half hour to make sure his sugar was decreasing, and to go to the ER if his blood glucose keeps increasing. The customer was also advised on how to prime his infusion set. No products were shipped or returned.